Manufacturer narrative:
As reported, a 4x60mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheter was used for shunt percutaneous transluminal angioplasty (pta) catheter; however it ruptured at four (4) atmospheres (atm). It was unknown how the procedure completed. The procedure completed successfully. There was no reported patient injury. The lesion was the shunt. The lesion was not calcified. The patient¿s information, patient¿s vessel level of tortuosity and rate of stenosis was unknown. A guidewire crossed the lesion without any difficulty before the saber rx was delivered to the lesion. Additional information is not available. The device was not returned for analysis due to infectious disease. A device history record (DHR) review of lot 17545844 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported a saber rx 4 mm 6 cm 155 was used for shunt percutaneous transluminal angioplasty (pta). A guidewire crossed the lesion without any difficulty and the saber rx 4 mm 6 cm 155 was delivered to the lesion. However it ruptured at 4 atm. It was unknown how the procedure completed. The procedure completed successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis because it was discarded in the hospital due to infectious disease(s). The lesion was the shunt. The lesion was not calcified. The patient¿s information, patient¿s vessel level of tortuosity and rate of stenosis was unknown. Additional information is not available.

Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing documentation associated with this lot 17545844 presented no issues during the manufacturing process that can be related to the reported complaint. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported a saber rx 4 mm 6 cm 155 was used for shunt percutaneous transluminal angioplasty (pta). A guidewire crossed the lesion without any difficulty and the saber rx 4 mm 6 cm 155 was delivered to the lesion. However it ruptured at 4 atm. It was unknown how the procedure completed. The procedure completed successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis because it was discarded in the hospital due to infectious disease(s). The lesion was the shunt. The lesion was not calcified. The patient¿s information, patient¿s vessel level of tortuosity and rate of stenosis was unknown. Additional information has been requested.